Event description:
Pt dislodged trach tube (hands restrained) and developed respiratory distress. Unsuccessful attempts to reintube orally and reinsert trach tube, #8 endo tube inserted into trach site at 1600 hours, but continued difficulty present with ventilating pt. Pt went into full code. Death resulted after dislodging trach tube and unsuccessful attempts to reintubate and adequately ventilate. Physician expressed concern over design failure of trach tube. He feels that the trach tube was not long enough. Sizes 8 and 10 come with a standard length of 84 mm.